Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver morphine. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016- it was reported that at the patient's refill on (B)(6) 2016 the healthcare professional (hcp) could not fill the pump. The morphine had been put into the fridge and it had frozen, they hcp tried to thaw it but the medication has crystallized and they were not able to use the medication. Replacement medication was ordered and the pump refill was rescheduled. The patient reported experiencing increased leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.